Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 10 days post-operative from laparoscopic gastric revision bypass to duodenal switch, patient returned to the hospital with a leak. Reoperation was performed, previous anastomosis was cleaned out and drain was placed.